Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have the curved blade broken at the base. A piece approximately 0.413" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation..

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of harmonic ace instrument was observed to be broken. The procedure was completed robotically using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use. A fragment fell inside the patient and was retrieved during the same procedure. The instrument will be returned to isi for analysis.